Event description:
It was reported that this implantable lead exhibited noise and oversensing. Due to this, the minute ventilation (mv) rate response was not as expected. Further evaluation of the system was performed and technical services provided reprogramming options. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).